Event description:
It was reported that an embolization coil implant detached inside of the catheter during delivery. There was no reported patient injury or intervention. Another coil was used to complete the case. The patient's condition is reported to be "no health damage."

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.